Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon thinks that the femoral sizer on his triathlon tibial first instruments is out by 1mm. Ie the lug holes need to be anteriorised by appox 1mm.

Manufacturer narrative:
An event regarding a dimensional issue involving a specialty triathlon sizing guide per file (B)(4) was reported. The event was not confirmed. Method & results: device evaluation: the device was returned and dimensionally inspected. The inspection concluded that all dimensions met specification. Clinician review: not performed as medical records were not received for review with a clinical consultant.. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event was not confirmed. The alleged dimensional discrepancy was deemed to be non-existent as dimensional inspection confirmed that all measured specifications were met. As per the results of the dimensional inspection performed, it is possible that the position of the assembly was not flush with the resected distal femur, as noted in the surgical protocol. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon thinks that the femoral sizer on his triathlon tibial first instruments is out by 1mm. Ie the lug holes need to be anteriorlised by approx 1mm.